Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported tubing leaked at the 1.2 filter extension attached to the primary administration set during a patient infusion. No patient harm was reported. The rn also stated that the filter may have been caught in the isolette door causing the leak.